Manufacturer narrative:
H3: one device was received for evaluation. The device had not been in before for repair related to the customer stated problem. Functional checks and visual inspections were performed. The customer problem was performed as the device showed 41622. The root cause of the problem was foreign parts in the chassis had blocked the camera. To correct the issue, they will disassemble the pump, clean the chassis and clear the error code.

Event description:
It was reported that the device exhibited error code 41622. There was unknown patient involvement.